Manufacturer narrative:
Block b3: exact date unknown, event occurred in approximately two years ago from date manufacturer was made aware.

Event description:
It was reported that patient complaint about rib pain and feels pressure not tingling on the pain area. It was noted that patient was sent to emergency a couple times due to extreme pain across the ricks to the back.